Event description:
The implanting surgeon reported that a leaflet tear was found during implantation of a cryopreserved aortic valve and conduit. According to the report, the surgeon had partially implanted the valve at the time the tear was noticed. The valve was removed and replaced with a porcine valve. No patient impact was reported as a result of the event.